Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the scratches on screen of insulin pump making it difficult to read, slower rewind, random no delivery alarms and diminished battery. Customer's blood glucose value was unknown. Customer declined helpline portal. The device will not be returned for analysis.